Event description:
The clamp on the transfer set would not occlude the flow of liquid during use. Per affiliate, the incident occurred within one month's use of the set. No patient injury or medical intervention was associated with this incident per affiliate's report.